Event description:
It was reported that the lift motor was not working at the foot end. No adverse consequences were alleged.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported using two different test strip lots (B)(4) to obtain readings. It is unknown which test strip lot correlates to the reported readings. Customer also reported obtaining the readings on the finger and the arm.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 192 mg/dl, 205 mg/dl, 69 mg/dl, 29 mg/dl, 108 mg/dl, and 235 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.